Event description:
Customer reported a rh discrepancy on the galileo. A known o negative donor resulted as o positive with the weak _d assay.

Manufacturer narrative:
Hemagglutination tube testing was performed with retention anti-d series 4, lot 504711, using reagent red cells of various rh phenotypes, including weak d cells. All d+ cells exhibited positive reactivity and all d- cells were nonreactive.the customer's returned sample exhibited 4+ hemolysis; therefore, galileo testing was not performed. Hemagglutination tube testing was performed using a variety of manufacturers' anti-d reagents, including retention anti-d series 4, lot 504711. The sample was nonreactive with all anti-d reagents tested.